Manufacturer narrative:
Per the information obtained from the customer, deviation from the procedures written in the instruction manual was unable to be determined. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by the handling device in accordance with the following sections of instructions for use (IFU): -chapter 6 compatible reprocessing methods and chemical agents -chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic gastrovideoscope had a blocked air/water channel. The issue occurred during reprocessing. There were no reports of patient involvement or harm.